Event description:
It was reported that during a preventive maintenance, it was found smoke coming out from the selector board, below the chiller. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the vsb (voltage select board) had burned up, therefore, replaced. The issue was resolved after the vsb replacement, thus confirming the reported event. The main reason for the smoking that came out of the console is most likely related to an electrical issue in the vsb. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Updated field d3: manufacturer name, manufacturer address 1, manufacturer city, manufacturer address 2, manufacturer state, manufacturer zip/postal code.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a preventive maintenance, it was found smoke coming out. There was no patient involved.